Manufacturer narrative:
Result of investigation: vyaire field service went onsite discovered faulty lower thumb wheel alarm control upon inspection of the ventilator. As a resolution, per service manual it was replaced and both of the alarm controls are within in specifications. Ventilator is ready for use. Additional information:the reported issue happened during patient use. The vent was alarming low pressure/high pressure alarm accuracy. The customer confirmed that there was no patient harm associated with the reported event.

Event description:
It was reported to vyaire medical that the 3100a alarming incorrectly. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.